Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensors and performed visual inspection and found no sensor break sensor has all parts. Found the cannula stuck on the adhesive. Unable to confirm customer received sensor in said condition due to customer returned sensors opened/used. Unable to confirm customer's complaint due to customer returned the sensor without the needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's sensor was broken. Customer's blood glucose was 8 mmol/l. No additional information provided.